Event description:
A balloon catheter was inserted into the intended lesion and inflated to 10 atm. Upon deflation, a dissection was noted, so the penta stent delivery system was advanced. However, during the procedure, the stent dislodged with no resistance felt. The stent was retrieved wit a snare device. The dissection was reported to be mild and was left untreated.